Event description:
The customer reported that the system failed to display an image and perform fluoroscopic x-ray. The system was rebooted and the case was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The I-connector was replaced. The system was tested and found to be working as intended and put back into service.